Event description:
It was reported that, after the implant procedure, the patient awoke combative and thrashing on the table and began having diaphragmatic stimulation. The left ventricular (lv) lead was found with measured high impedance. The implant pocket was reopened to detach the lead and re-insert it into the implantable cardioverter defibrillator (ICD) device header. After the reconnection, all parameters were back within normal limits. The lead and device remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 407652 lead; 694765 lead, implanted: (B)(6) 2009. (B)(4).